Manufacturer narrative:
(B)(4). D10: cat# 21-124312, lot# 174910. Cat# 139252 lot# 555610, m2a-magnum 42-50mm tpr insrt-6. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 3 years later due to loosening. During the revision, the surgeon noted inflammatory fluid from the metallosis region had gone through a tear in the anterior abductor repair. Once the pseudocapsule was removed, the cup was found grossly loose with protrusio. A large medial defect behind the shell was filled with grafting. A new tm shell was screwed into place, a liner was cemented into the shell, and a new head was placed. The initial stem was well fixed and left intact. No intraop complications were identified. Attempts have been made and no further information has been provided.